Event description:
Additional information received reported that no lead fractures were noted and the patient had recovered without permanent impairment.

Manufacturer narrative:
Product ID 3387s-40, lot# v458448, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v458448, implanted: 2010 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. As received the ins was programmed with a lead configuration of 2x4 using electrodes 0-3 left and 4-7 right; the 8-15 port is not used in this configuration. Using 37085 extensions the correct programming would be 0-3 left and 8-11 right. Nonstandard impedance tests were performed; the incorrect programming produced high impedances on 4-7 and the correct programming produced normal impedance on all electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances on the back port were all open circuits. During the procedure to change out the patient¿s depleted device the new device was connected to the extensions and all impedances in port 8-11 were out of range. Specific values were not available. During the operation, the extensions were removed and switched so the extension from the front port was placed in the back port and impedances were rerun and had remained all out of range. It was determined that the issue was with the implantable neurostimulator (ins) so a new ins was connected to the system. Impedances were run with the new ins and came out normal. There was no patient death and the patient was doing fine with normal therapy benefit after replacement.